Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported their's didn¿t work, they had to have it taken out just cause other problems. The patient noted they had theirs put in 2014 and had it taken out in 2015. The patient noted it caused them so many problems, they still had kidney infection. The patient noted they just had 5 shots of antibiotics, they went back on the week of january 14th and they still had it. There were no further complications that have been reported as a result of this event.